Manufacturer narrative:
Additional information received from the customer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer subsequently reported the primary and secondary tubing was replaced; no medical intervention was performed as a result of this event.

Event description:
The customer reported that they had a backflow incident,secondary to primary. There is no report of patient harm at this time.

Manufacturer narrative:
Concomitant medical products: b-braun, 1000ml IV bag of 0.9% sodium chloride lot: j5e142, exp: november 2017; therapy date: (B)(6) 2015. The customer¿s report of backflow ¿secondary to primary¿ was confirmed. Visual inspection observed no anomalies. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered on the primary set received. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag on the used sample. Fluid was also noted to have gone past the check valve indicating a faulty check valve. The failed component was returned to the supplier for additional analysis. Testing of the returned part indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that the particulate that caused the backflow condition was washed away during testing or dissection.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported a secondary infusion of magnesium, running at an unspecified dosage and rate was observed to flow into the primary bag of normal saline. The tubing and bags were replaced and the infusion was completed without incident. There is no report of patient harm.